Manufacturer narrative:
(B)(4). MDR 9610877-2017-00633 is being submitted for second patient. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating one or possibly two patients have been injured during examination. The customer also stated the insertion flexible tubes and/or the angulation of 4 pentax model ec-3890li (serial numbers (B)(4)) colonoscopes are too stiff. Information on the patients including which serial number was used on the patients was not provided to pentax. The colonoscopes were returned to pentax europe (B)(4) for evaluation. The pentax medical service inspection found all four devices have about 50° play in the angulation knobs, the angulation parameters are approximately 20° reduced in all four directions (up/down, right/left). This reduced angulation represents a limited functionality. All four colonoscopes will undergo adjustment of angulation knob play and angulation parameters. Pentax europe (B)(4) informed the customer of the inspection findings and stated this would be observed during pre-procedural checks in accordance with the instructions for use for this model colonoscope.